Event description:
Reporting status: serious injury- medical intervention. Reporting rationale: stent dislodgement requiring medical intervention. Device issue: stent dislodgement. It was reported that the device would not cross through the heavily calcified lesion. The device was to be removed; however, it would not go into the 6 fr guiding catheter due to flared stent struts as a result of the calcification. The device was then pulled to the mouth of the guiding catheter in order to remove the complete system: however, the guide wire was left in place. The device was pulled back to the groin sheath and the stent dislodged at that point and remained on the guide wire in the femoral artery. The other femoral artery was accessed and going up and around the horn to the other side, the stent was retrieved with a snare device. The pt tolerated the procedure well and is doing fine. No additional event or pt info is available.